Manufacturer narrative:
(B) (4). A visual exam of the incident device revealed no damage to the shaft or the visible jaw wires. The jaws of the instrument can be opened and closed without incident and the electrode jaw gap was found to be within specification. The knife was activated with cut test media and no issues were noted. The sample functioned normally when activated on simulated tissue. The IFU for this device states to always keep the external surface of the instrument jaws away from adjacent tissue while activating the instrument. During a seal cycle, energy is applied to the area between the instrument jaws. This energy may cause water to be converted into steam. The thermal energy of steam may cause unintended injury in close proximity to the jaws. Care should be taken in surgical procedures occurring in confined spaces in anticipation of this possibility.

Event description:
The customer reported that tissue on pt was burned adjacent to the device handle. The pt has been reported to be okay. The site contact stated that no further info, including the degree of burn, will be available.